Event description:
During a remote follow-up, failure to capture was observed on the right ventricular (rv) lead. The suspected cause of the event is due to dislodgement. During the replacement procedure, the helix was not able to extend. A new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.